Event description:
This unsolicited case from united states was received on 14-dec-2017 from a non-healthcare professional. This case concerns a (B)(6) female patient who received treatment with synvisc one and after unknown latency knee did not feel good and it hurt like billy hill, feveress, knee was swollen up; synvisc one shot did not relieve the pain and she was still having the same problem she had before the shot (device ineffective); also, device malfunction was identified for the reported lot number. The medical history was significant for knee pain. The patient did not take immunosuppressants and did not have an allergy history to avian proteins, feathers, or egg products. The patient was just allergic to dogs and cats. The patient was in good health overall. The patient had high blood pressure that was controlled by medication. The concomitant medication was levothyroxine sodium (synthroid). No past drug was reported. On (B)(6) 2017, the patient received treatment with intra-articular synvisc one injection at a dose of 6 ml once (batch/lot number: 7rsl021 and expiry date: 31- may-2020) into left knee for osteoarthritis. This was patient's first injection with synvisc one. On an unknown date in (B)(6) 2017, after having the injection done, the patient called the doctor the second day and asked them if it was supposed to be swollen up and that bad. They said that it was normal. On an unknown date in (B)(6) 2017, about a week later, the patient called the office to let them know that it was not feeling any better and that it really didn't feel that good. They said that it should be getting better and to call back or come in if it did not improve. The patient's knee wasn't hurting as bad, but it still wasn't good. It was feveress and painful, but it was getting better. It was reported that the patient's knee did not feel good for about 14-days it hurt like hill billy hill. The patient said it was swollen up and painful. It was reported that the shot did not relieve the pain and she was still having the same problem she had before the shot (device ineffective). The patient's knee was swollen up and she had a lot of pain. The patient did not go back in to be seen after the injections. The first week, the patient had a low-grade fever. The patient was sort of expecting that because she was in pain. The patient's temperature was 98 or 99. The patient's body was usually 96.8 to 97.2. For about a week after the patient had the injection, it actually was more painful than it was before she had the injection. The first week after the patient had the injection done, she slept in my recliner. There was no way to get it comfortable. The patient knew that her knee was bad and she was going to have to be replaced at some time. It was what it was. The patient thought that she was going to have a longer period of time between this injection and when she was going to have her knee replaced. The knee was always swollen now and almost always painful. The patient said that she could have gotten cortisone shot. That would have been better than this. The patient was now looking at getting a knee replacement at the first of the year. The pain never really went away. The patient had the injection and thought that it was supposed to relieve some problems that she was having. The patient did not engage in activities such as jogging or tennis soon after the injection. The patient was always able to bear weight on it. The patient's knee was really swollen up and painful now. The patient had to be able to sit down and rest. The patient couldn't wear dress shoes. The patient's pain before the injection was an 8. Now, after shopping it was about a 7. The patient was going to take acetylsalicylic acid (aspirin) and put it up and took it easy. Then it would go down to a nagging ache. The patient did not have blood work done. For treatment, she had used ice. The patient had also been in her hot tub with jets on low and then iced it, which seemed to make it feel better. And, took acetylsalicylic acid. It was reported that the patient was not hospitalized. The patient did not have any prosthetic devices. The patient usually took two 325 mg acetylsalicylic acid before she went and did something that would aggravate her knee. Corrective treatment: acetylsalicylic acid; hot tub with jets on low and then iced for knee does not feel good and it hurt like billy hill and knee was swollen up; acetylsalicylic acid for feveress; not reported for device malfunction outcome: not recovered/not resolved for device malfunction, feveress, knee doesnot feel good and it hurt like billy hill, knee was swollen up an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation would be completed, corrective and preventive actions would be implemented. Seriousness criterion: important medical event (ime) for device malfunction pharmacovigilance comment: sanofi company comment dated 22-dec-2017: this case concerns a patient who has received synvisc one injection from the recalled lot and later experienced fever, left knee pain and left knee swelling. Although exact event dates are not reported however, based on reported information a temporal relationship cannot be ruled out with the product administration. In addition, the concerned lot number has been identified to have malfunction by the company, hence, the causal relationship of the events to the product cannot be excluded.